Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "sac catheter was kinked before use on patient." The returned device showed that the swg was kinked.

Manufacturer narrative:
(B)(4) the customer returned one unopened sac kit for analysis. The kit was opened to further analyze the components. Visual inspection of the components revealed multiple kinks along the guide wire body. Additionally, bending of the guide wire tubing and several creases and folds on the product packaging were observed. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The packaging clearly states, "do not bend". The guide wire total length measured 349 mm which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.512 mm which is within the specifications of 0.508mm-0.533mm per product drawing. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user , "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Major bending of the guide wire tubing and several folds and creases on the outside packaging were also observed. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that: "sac catheter was kinked before use on patient." The returned device showed that the swg was kinked.

Event description:
It was reported that: "sac catheter was kinked before use on patient." The returned device showed that the swg was kinked.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened sac kit for analysis. The kit was opened to further analyze the components. Visual inspection of the components revealed multiple kinks along the guide wire body. Additionally, bending of the guide wire tubing and several creases and folds on the product packaging were observed. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The packaging clearly states, "do not bend". The guide wire total length measured 349 mm which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.512 mm which is within the specifications of 0.508mm-0.533mm per product drawing. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user , "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Major bending of the guide wire tubing and several folds and creases on the outside packaging were also observed. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.